Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms although it was reported that upon performing a radio and cube osteosynthesis, the surgeon noted when placing the plate and drilling the holes, the surgeon used 3 2.4mm x 10mm cortical screws. When the surgeon proceeded to place the 4th screw of the same size, it was noted that this did not fit in the screwdriver. Upon inspection of the 4th screw it was noted to have a circular shape and not the star drive shape as it should be, for this reason and having no more availability of this screw reference, the surgeon decided to place a locked screw 2.4mm x 10mm to finish the osteosynthesis. No medical records have been received on this complaint. The reported event cannot be assessed and a thorough medical assessment cannot be performed. When notification is received that all medical documentation has provided this complaint will be re-evaluated and a thorough medical assessment rendered. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Potential probable cause that could contributes to the reported event has been identified as manufacturing process error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during a radio and cube osteosynthesis, when placing the plate and drilling the holes the doctor used 3 cortical screws 2.4mm x 10mm, when wanting to place the fourth screw of the same size, it was evidenced that it did not fit in the screwdriver. Screw head was rolled, it had a circular shape and not the stardrive shape as it should be. For this reason and having no more availability of this screw reference, the doctor decided to place a locked screw 2.4mm x 10mm to finish the osteosynthesis. No confirmation of delay received. No impact or injury to patient reported.